Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damaged occurred. The eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal of the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.